Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon interrogation of the patient's implantable cardioverter defibrillator transmissions, episodes of non-sustained right ventricular oversensing was observed due to far r-wave oversensing. Programming changes were made. The patient's condition was stable throughout the event.

Event description:
It was reported that upon interrogation of the patient's implantable cardioverter defibrillator transmissions, episodes of non-sustained right ventricular oversensing was observed due to oversensing a wide slow conducted qrs complex. Programming changes were made. The patient's condition was stable throughout the event.